Event description:
The following comments were received in a recent survey: pump life cycle is too short and a defective pump put me in the local emergency room. Contacted the customer for more information. The customer stated that he passed out after experienced a low blood glucose reading of approximately 30 mg/dl. The customer fell and hit his head on his desk when he passed out. The customer stated that his insulin pump malfunctioned during the priming process, but he did not connect the infusion set after that malfunction. The insulin pump that was worn during the event has already been replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.